Event description:
It was reported that the patient presented for a follow-up in clinic. A chest x-ray was performed, and it was discovered that the right atrial (ra) lead was dislodged. The patient was asymptomatic. The ra lead was repositioned successfully on (B)(6) 2023. The patient was stable throughout the procedure.